Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed "huge blisters" and an open wound after wearing the lifevest. The blisters were reportedly behind the patient's under arms. The cut was also under his arm on the back on the right side and was described as an open wound. It was also reported that the patient had blisters on his back. The patient removed the lifevest and informed his physician of his decision. The patient's physician gave him an antibiotic ointment and advised to not wear the lifevest. Follow-up indicated that the patient had been using the antibiotic cream that the doctor prescribed him and the skin irritation was healing.